Event description:
It was reported that the pump failed to start and the usb port was broken, preventing it from being plugged in. There was no reported impact to the customer¿s blood glucose level. The device is being returned, and a replacement pump with a new serial number was provided.